Event description:
It was reported by the patient that there was a six week history of problems with leaking at hole in filter of cadd legacy extension set 60 inch minibore with 0.2 micro filter lot number (lot number 57x503). The patient verbalized concerns with not getting full dose, possible contamination and risk of blood infection. No death or serious injury was reported in connection with this incident.

Event description:
Additional information received. The medication being infused was veletri, and no complications resulted. The patient did however change out the tubing.